Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va01228, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The health care provider (hcp) reported that the implantable neurostimulator (ins) was explanted because it was malfunctioning.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the ins was functionally okay with insignificant anomalies. Additional method, result and conclusion codes have been updated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from a healthcare provider reported that the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.